Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms in all vectors. Discussed options to monitor or replace the lead. The lead remains in-service. No adverse patient effects were reported.